Manufacturer narrative:
The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the patient's freedom onboard battery was nonfunctional. There was no reported adverse patient impact.

Manufacturer narrative:
The cause for the customer-reported issue of the freedom onboard battery unable to charge. Is that the battery exhibited a permanent fault and was permanently disabled by its internal safety monitor. Since no system management (smbus) communications could be established, analysis of the permanent fault could not be performed. And root cause could not be conclusively determined. Syncardia has a corrective and preventive action (CAPA) to address the inability of the user, to detect when a freedom onboard battery is disabled. Syncardia has completed its investigation. And is closing this file. Ce 5337 follow-up report 1.